Event description:
The initial report stated that when the sealing cycle was completed, the surgeon observed a blue color on the tissue that appeared to be from the jaws of the instrument. After the seal cycle in which they noticed this, they changed the device to complete the procedure. During the use of the incident device, there were no other issues noticed in the sealing process. An inquiry was made to the hospital to determine if the blue tissue "which appeared like a tatoo", was removed. They reported it was not removed and there was no pt injury.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.